Manufacturer narrative:
No trend considering the following event is identified: use of wrong size implant. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended event summary: the patient had biolox delta head implanted on (B)(6), 2017 and it was revised on (B)(6), 2017 as the surgeon implanted the wrong size head during initial surgery. There was no complications reported involving the product. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis, according to the information received, the produc location is unknown. Root cause analysis root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination possible: as the surgeon implanted 36 mm head instead of 32 mm head. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products possible: as the surgeon implanted 36 mm head instead of 32 mm head. Conclusion summary as it is stated in the per, the surgeon wanted a 32mm head to implant, however, he was given a 36mm head instead of 32mm head. The patient underwent revision surgery next day for the revision of head to the correct size. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The root cause is inappropriate combination of products. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox â delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 on the right side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to implantation of wrong size head during initial surgery.